Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but the possibility that it occurred given the state of the product cannot be denied. Additional issues were identified during the device evaluation: the bending section cover was missing; due to a cut on the distal sheath, water tightness was lost; the adhesive on the distal sheath had worn; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the bending rubber at the distal end of the evis exera ii ultrasonic bronchofibervideoscope had come off. The ethylene oxide valve cap was left on during reprocessing, and the scope was blown apart. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage during reprocessing occurred because sterilization was performed while the water-resistant cap was attached. The rubber falling off could not be determined due to the state of the device. The event can be prevented by following the instructions for use which state: ¿instructions evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f chapter 2 instrument nomenclature and specifications. 2.4 attaching the cap chain (maj-1723). Caution: the cap chain and water-resistant cap cannot be ethylene oxide gas sterilized; doing so may damage them. If the water-resistant cap is connected to the endoscope by the chain, be sure to remove the chain and the water-resistant cap from the endoscope before ethylene oxide gas sterilization. Chapter 3 preparation and inspection warning: this instrument was not cleaned, disinfected, or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿.¿ olympus will continue to monitor field performance for this device.